Event description:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ('irregular bleeding') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: relevant medical history: normal. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("bloating") and fatigue ("tiredness"). The patient was treated with surgery (removal method: laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue and genital haemorrhage to be unrelated to essure. The reporter commented: removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ('irregular bleeding') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: relevant medical history: normal. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("bloating") and fatigue ("tiredness"). The patient was treated with surgery (removal method: laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue and genital haemorrhage to be unrelated to essure. The reporter commented: removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ('irregular bleeding') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: relevant medical history: normal. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("bloating") and fatigue ("tiredness"). The patient was treated with surgery (removal method: laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue and genital haemorrhage to be unrelated to essure. The reporter commented: removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.